Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open low anterior resection procedure the first device would not fire and the other disassembled after opening sterile pack. Procedure was prolonged by one hour. "Performed apr." Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(6). Damaged cartridge. Reload b: batch: h52c3c, manufactured date: 07/29/2011, product exp. Date: 06/29/2016. A batch record review was performed and no anomalies were found during the manufacturing process. The analysis results showed that two reload were received. Reload (a) was received fully fired. Reload (b) was received fully loaded with staples; in addition, the anvil and washer were detached, making the reload non-functional. A potential cause if improper loading.